Manufacturer narrative:
Device passed displacement test; it failed self test returning a pump error 63. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. The keypad overlay is peeling off from the bottom upwards. Also the s/n label located between the belt clip rails has rubbed off and become illegible, the thin black strip located above the lcd display is missing, and the middle keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the missing pieces and the housing components are peeling off and the keypad was damaged. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir lip ring was damaged. Customer stated that the keypad is damaged where the buttons are and has been going on. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.